Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the color ring of the control section was broken, the fiber bonding in the outer tube area (distal end) was damaged and the outer tube had a dent. A definitive root cause for the could not be identified. Based on the results of the investigation, the probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device exhibited an image fault. The issue was found at the beginning of laparoscopic bowel procedure. And was completed with a similar device. There were no reports of patient harm.